Event description:
It was reported that during routine testing the device gives error 3 with test tip. No case involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was tested on a generator and was functional. However, it could not be further tested. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.